Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not alarm for an occlusion during a levophed infusion. Reportedly, levophed (norepinephrine) was set to run at 5mcg; however, the patient¿s mean arterial pressure on the arterial line was reading at 40 mmhg. The nurse increased the rate to compensate for the low map and inspected the line. The nurse found the line clamped and the pump did not alarm for the occlusion. The line was unclamped and the levophed was increased; however, the pump was reportedly still not infusing and not alarming for any issues. Medical intervention and patient outcome were not reported. No further information was provided at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was evaluated onsite by a qualified technician. The device underwent a downstream (distal) occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy test and all testing were found to be within product specification range. The event history log review showed an infusion of norepinephrine was initiated on the event date at a rate of 5 mcg/minute for a volume to be infused of 225ml. The dose rate was raised to 8 and then 12 mcg/minute before an air in line alarm. The door was open and tubing removed before the device was shutdown. Standby mode was not identified on or around the event date. There were no secondary infusions programmed on the event date. The tubing was removed prior to shutdown and there were no long pauses with tubing loaded on the event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.